Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensed noisy signals led to inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks. The patient was hospitalized and the physician deactivated the device through programming. The system was subsequently explanted and replaced to resolve the event. No additional adverse patient consequences were reported.